Event description:
It was reported that several cartridges did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved all events independently by changing the cartridges.